Manufacturer narrative:
To date the incident device has not been received for evaluation. If the device is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with afx devices. The patient was reported to have a type 1a endoleak and passed away. No other event information was provided for this case. Due to the limited patient and event information received the estimated event date and expiration date of the patient is (B)(6) 2017.